Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported to the emergency room due to blood glucose (bg) level displayed as "high"; however, a specific value was not provided. Reportedly, the customer fell and broke their nose as a result of bg level. Customer was treated with intravenous fluids of saline and insulin to address bg level and was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the pump battery was depleting quickly resulting in the pump shutting off. The customer continued to use the pump for insulin therapy.